Event description:
It is reported leakage. Description: used a 10ml pre-filled catheter flushing device to seal the indwelling needle. After device use, leakage was detected. At 1020, a new 10ml pre-filled catheter flushing device was used to flush the indwelling needle. Following this intervention, the indwelling needle line remained patent. No further harm was caused to the patient.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd columbus, ne has been listed in sections d3 and g1 device(s) manufactured in a facility that does not manufacture devices for the us market.